Event description:
Syringe split nut - 2015 dom no fault found handle- damaged/cracked case rear- damaged/cracked on (B)(6) 2015 17:03:04 (B)(6) recall contact: (B)(6) updated from rcl to mnr for the minor repair needed per victor nguyen, service tech. Repair approved by (B)(6). New po# is (B)(6). Per (B)(6), please bill the repair to his credit card: mastercard // (B)(6) token: -(B)(6) npi on (B)(6) 2018 11:09:35 (B)(6) file reopened to add track wise pr number to the device data field. This file may or may not contain npi because it was initially created as a pm / upgrade or recall file, which does not require the npi, and later converted to a major/minor repair in order to perform the repair.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. During the service history review, a qn was found; there was no correlation to the reported event. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. During the service history review, a qn was found; there was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut - 2015 dom. No fault found. Handle- damaged/cracked. Case rear- damaged/cracked. (B)(4). File reopened to add track wise pr number to the device data field. This file may or may not contain npi because it was initially created as a pm / upgrade or recall file, which does not require the npi, and later converted to a major/ minor repair in order to perform the repair.